Event description:
As reported by the user facility: a vancomycin 260ml bag ran over 28 minutes and emptied the bag this morning. Patient had a adverse drug reaction. Patient injury - patient developed "red man syndrome" from vancomycin infusing too quickly and required administration of diphenhydramine 50mg IV x 1.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.